Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
(B)(6): grade 1/2 filter leg interaction with ivc wall. On (B)(6) 2015: during the index procedure, the patient had a günther tulip filter placed. The inferior vena cava (ivc) diameter at the intended filter location was 20 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a günther tulip filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was < 6 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Core lab analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site and the ivc diameter was 16.2 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after placement. The angle of filter tilt in the ap view was 2.9 degrees. On (B)(6) 2015: post-procedure x-ray (same day as placement procedure): site: no evidence of filter fracture, embolization, or migration. Filter tilt was < 6 degrees. Core lab: no evidence of filter fracture, deformation, or embolization. Filter migration was not assessed. The angle of filter tilt in the ap view was 4.4 degrees and 4.7 degrees in the lat view. On (B)(6) 2015: (20 days post procedure) the patient was discharged from the hospital. The 3 and 6 month follow-up calls were completed and no adverse events were reported. On (B)(6) 2017: (387 days post-procedure), the CT of the abdomen and pelvis with intravenous contrast, x-ray, and ultrasound were completed. It is unknown if the filter was scheduled to be retrieved (site data is not available). Core lab analysis of the CT revealed no evidence of filter embolization, five grade 0 filter legs, four grade 1 filter legs, three grade 2 filter legs and no grade 3 filter legs. There was no evidence of hemorrhage, hematoma, or other clinical findings observed at the grade 2 perforation/puncture sites. Core lab analysis of the ultrasound revealed no thrombus in the ivc, pelvic veins, or lower extremity veins. Core lab analysis of the x-ray revealed no evidence of filter fracture, embolization, deformation, or migration. The angle of filter tilt in the ap view was 5.6 degrees and 12.9 degrees in the lat view. The patient remains as a participant in the study. No additional information has been received.

Manufacturer narrative:
Investigation ¿ evaluation. Investigation is based on a review of the complaint history, device history record, quality control, and manufacturing instructions of the device conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed. However, a document-based investigation was performed, and there was an image review. A tulip filter was placed in an infrarenal location with no significant tilt. 387 days later there is still no significant tilt, but three primary filter legs demonstrated grade 2 interactions with the ivc wall. There is no evidence of pericaval stranding or haziness to suggest acute inflammatory changes and there is no identifiable cause or extrinsic contributing factors leading to these perforations. There are no comments regarding any symptoms related to the perforations. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.